Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including left breast dent. Medical affairs has assessed the patient¿s postoperative course as not being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4). On (B)(6) 2019 patient underwent inferior pedicle breast reduction. Incision was full vertical + horizontal t shape. Two pieces of galaform (galaflex 3dr) were used during the procedure. Patient had concomitant brachioplasty. On (B)(6) 2019, and a left medial dent was reported. On the same day the patient had manual disruption of dent by surgeon while under local anesthetic. On (B)(6) 2019 left breast pain was reported. Patient was instructed to wear 2 bras. Review by medical affairs identifies the medial dent as likely related to the device and serious.